Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The lower half of the distal anchor, distal plug, and proximal anchor were returned on the insertion device. The eyelet of the distal anchor has been broken off and not returned. The distal plug and proximal anchor have no visible defects. The insertion device has no visible defects. A functional evaluation showed the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/proximal anchor as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the raw material strength requirements and storage requirements specified and each lot be must be accompanied by a material certificate of analysis. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy, the distal helicoil anchor broke when passing four tapes through the anchor and inserting in the joint. All the broken pieces were removed from the patient. The procedure was completed using a back-up device. There was a delay of 5 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: ¿se pega el roi¿this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.